Event description:
Colon resection. Slcr55b reload partially stapled. Manual sutures were placed to oversew the anastomosis.

Manufacturer narrative:
Results and conclusions: during analysis, it was confirmed that the knife is stalled 2/3 of the way down the track. No abnormalities observed on the reload that would cause the incomplete fire. The root cause is undetermined.